Event description:
It was reported the rt (respiratory therapist) inserted the catheter needle into the artery. Blood flash was observed. Wire was inserted then could not be advanced. Rt stopped, attempted advancement. The wire would not advance. The rt elected to slow withdraw the wire and remove the needle. The tip of the wire completely curled inside of the patient. No patient injury or medical intervention required. The patient's condition is reported as "stable".

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one catheterization device for evaluation. The device was returned with the guide wire partially advanced out of the needle. Signs of use were observed on and within the device. Visual inspection revealed the guide wire had five kinks near the distal end. Microscopic inspection of the guide wire confirmed the kinks. The distal weld was observed to be present and appeared full and spherical. The sample was viewed under a uv light for signs of adhesive around the swg and cannula. Adhesive could be seen on the swg and on the portions that were within the needle cannula. The kinks in the guide wire were located 7mm, 12mm, 16mm, 21mm, and 28mm from the distal tip. The guide wire length from the distal end of the swg handle to the distal tip measured 5 1/8", which was within the specifications of 5 1/32" - 5 7/32" per the catheterization device product drawing. The kink and the guidewire total length were measured via calibrated ruler. The guide wire outer diameter (od) measured 0.449mm via calibrated micrometer, which was within the specifications of 0.432-0.457 mm per swg product drawing. Functional inspection of the guide wire was performed per the product instructions for use (IFU) which states, "trial advance and retract guidewire through needle using guidewire handle to ensure proper function." The guide wire was not able to fully retract into the needle due to the nature of the damage. Resistance was met while attempting to advance the swg through the needle. A manual tug test confirmed the distal weld was secure on the guide wire. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, manufacturing assembly likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Event description:
It was reported the rt (respiratory therapist) inserted the catheter needle into the artery. Blood flash was observed. Wire was inserted then could not be advanced. Rt stopped, attempted advancement. The wire would not advance. The rt elected to slow withdraw the wire and remove the needle. The tip of the wire completely curled inside of the patient. No patient injury or medical intervention required. The patient's condition is reported as "stable".

Event description:
It was reported the rt (respiratory therapist) inserted the catheter needle into the artery. Blood flash was observed. Wire was inserted then could not be advanced. Rt stopped, attempted advancement. The wire would not advance. The rt elected to slow withdraw the wire and remove the needle. The tip of the wire completely curled inside of the patient. No patient injury or medical intervention required. The patient's condition is reported as "stable".

Manufacturer narrative:
(B)(4).